Event description:
Pt had aortic valve replacement and CABG x 1 on (B)(6) 2014. Readmitted (B)(6) 2015 due to shortness of breath, etc. Echo performed on same day showed severe, eccentric aortic insufficiency. Today doctor performed a re-operation, replacing the prosthetic valve. He stated from visual inspection of the failed implant, he could not determine why it would not function properly.